Manufacturer narrative:
A ge representative evaluated the system and tightened the lemo connector. The system operates as intended.

Event description:
It was reported that the system displayed a communication error. This error will cause the system to lockup, shut down, or not to boot. No patient injury was reported.